Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Device power up properly after battery installation. Device received with operating currents within spec. Unit passed self test.. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test or power loss alarm noted during testing. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was fell off and missing. The customer stated that the reservoir was able to lock into place. Customer stated that the insulin pump had second occurrence of replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reported failed battery test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.